Event description:
Information was received that the 35 cm bipolar myocardial pacing lead was capped during a generator change-out procedure for eri. No reason was stated. There were no additional adverse effects reported.